Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. : a product development investigation was performed for the subject device. The returned device was examined the complaint condition was able to be confirmed as the right arm assembly will not hold position. The lateral distractor ((B)(4)) is noted in the t-plif spacer instruments technique guide and is one of two instruments available (the other being a lamina spreader - (B)(4)). The lateral distractor utilizes click¿x, uss or vas pedicle screws as anchors for distraction using the following inserts ((B)(4)). The returned device was examined the complaint condition was able to be confirmed as the right arm assembly will not hold position. The functional issue is related to the fact that the handle, which is connected to the right arm assembly, was found to be broken and not returned no definitive root cause was able to be determined with the available information. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be performed for the returned instrument¿s lot number as the part was manufactured more than 16 years ago. At the time of production, instrument manufacturing records had to be stored for 10 years. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during a transforaminal posterior lumbar interbody fusion (tplif) on a scoliosis patient as the surgeon was distracting the space between the screws, the lateral distractor released itself and could not hold the distraction position. There was another distractor available to use, and the surgery was completed. There was no surgical delay, and no reported harm to the patient. This event was initially determined to be non-reportable based on the available event information. During the investigation of the returned device, it was discovered that the functional issue is related to the fact that the handle, which is connected to the right arm assembly, was found to be broken and not returned. It is unknown when the device broke. There is no documentation that the broken piece was retained in the patient; however, the event was re-evaluated and was determined to be reportable as a product malfunction based on the condition of the received device. This report is 1 of 1 for (B)(4).